Event description:
The patient's caregiver reported a fill complication and found that moisture was within the cycler door. The leak was identified to be the cassette. The patient did not experience any adverse side effects and did not take any medication. Patient has not checked their effluent. Sample was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.